Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient had developed an infection of her intrathecal drug delivery system. The procedure to remove the pump and catheter was an emergency situation on (B)(6) 2016. The patient was taken to the operating room. The hcp started with the lumbar incision. An incision was made and some slightly very thickened serous fluid was returned. A culture of the wound was taken although the patient had one dose of vancomycin and one dose of rocephin previously. The pocket was opened without difficulty. There was friable tissue but overall the tissue was intact. The hcp was able to expose the anchor system for the catheter. The catheter was removed without difficulty and was noted to be intact. An incision was made in the pump pocket in the abdomen. Slightly thick serous fluid was expressed. The pump and the remainder of the catheter was removed without difficulty. There was friable tissue in the area but overall the fibrous 2 pocket of the pump was intact. Both wounds were curetted with 0.25 inch curette to remove all carotid tissue. They were both irrigated with bacitracin solution. A penrose drain was put into both wounds and the wounds were closed. Gauze and abd was placed in a bulky dressing over the area and secured with medipore tape. The patient was extubated in the operating room and returned to the recovery room in good condition. The patient experienced drainage and the patient was advised by the physician to extend the keflex treatment. The patient followed up in the clinic on 5/18/2016 for a post-operative visit following the explant of the pump. Since the last visit the keflex had been continued due to some drainage from the abdominal incision that appeared serous. To manage the infection the patient had been on intravenous keflex through an implanted port administered in patient and home health. The infection resolved and the patient was cleared by an infectious disease physician on (B)(6) 2016. The patient ceased this regimen as of (B)(6) 2016. The keflex was discontinued. The patient experienced constant low back pain described as sharp that never responded to the pump. The pain was rated 2/10. The patient indicated the "placement was too low in the back" and only provided relief to her leg pain. The duration varied and occurred persistently. The patient had neuropathic pain into the legs and feet. The patient was prescribed percocet tid (three times a day) for management of her back pain. The patient also takes lyrica. The pain was well controlled on these medications with the exception of some right low back pain that had never been controlled well even with the pump. If the patient remained well controlled on oral medication they may continue with that plan. The patient does not believe she would like another pain pump unless it can specifically target this pain. The plan was to wait and see how the patient does in the next weeks/months. The physician was reluctant to consider a new pump due to the patient's underlying health conditions. Per clinic notes as of (B)(6) 2016, the patient had recently begun solu medrol for her auto immune disease, lupus. The patient experienced extremity weakness and numbness. The midline low back and right lower quadrant incisions were well approximated, no drainage, no redness and no temperature discrepancies. Problem list included: lumbosacral neuritis, onset (B)(6) 2014, lumbosacral spondylosis, onset (B)(6) 2014, low back pain, onset (B)(6) 2014, fever, onset (B)(6) 2016, sacroilitis, onset (B)(6) 2016, sacroiliac pain, onset (B)(6) 2016, lumbosacral spondylosis with radiculopathy, onset (B)(6) 2016 and therapeutic drug monitoring onset (B)(6) 2016. Allergies include: cephalexin monohydrate, cyclophosphamide, econazole and iodine. Medications include: acidophilus capsule, 1 tablet oral at bedtime, albuterol sulfate hfa ,90 inhaler inhale, 2 puff by inhalation every 4-6 hours as needed ,ambien 10 mg, tablet one, tablet oral at bedtime, aspirin 81 mg, tablet one, tablet by mouth once daily, baclofen 10 mg, tablet take 2 tablets oral every day, benadryl 25 mg, capsule take 2 capsule (50 mg) ,oral every 4-6 hours as needed, calci-mix 500 mg, calcium (1250 mg), capsule one tablet oral every day; caltrate 600 +d600 mg (1500 mg ) -400 unit, tablet one tablet oral at bedtime; clarinex 5 mg, tablet 1 every day; colace 50 mg, one capsule oral every day at bedtime as needed; ditropan xl 15 mg, one tablet oral every day; elocon 0.1%, topical cream apply to lips twice a day as needed; entocort ec 3 mg, 2 tablets oral every day for 2 weeks, 1 tablet oral every day for two weeks as needed; for colitis evista, 60 mg tab, one tablet oral once daily; fiber (calcium polycarbophil) 625 mg, 2 tablet oral twice a day; kenalog 40 mg/ml, suspension for injection 60 mg, intramuscular as needed; klonopin 1 mg, tablet 2 tablet oral at bedtime; lyrica 100 mg, capsule one capsule oral 3 times every day; melatonin 5 mg, tab one at bedtime; metoprolol succinate ER 25 mg, one tablet oral every day; multivitamin 1 tab oral every day; neurontin 600 mg, tablet one tablet oral every pm; ocuvite adult 50+250 mg, 5 mg-1 mg, one tablet oral every day; percocet 5 mg-325 mg, tablet 2 tablet oral three times a day; start date (B)(6) 2010 plaquenil 200 mg, 1 tablet oral each day; start date (B)(6) 2010 prevacid 30 mg, capsule one tablet by mouth twice daily; start date (B)(6) 2010, probiotic 10 billion cell capsule, one tablet oral every day; start date (B)(6) 2011 robaxin, 750 mg tab, one tablet oral every 4 hours; start date (B)(6) 2011, solu medrol, 1000mg/8ml; intravenous solution 400-1000 mg, every 4 weeks as needed; start date (B)(6) 2011, unisom 25 mg, tab one tablet oral every day 30 minutes before going to bed ; start date (B)(6) 2011, volteran gel as needed; start date (B)(6) 2011, zofran 4 mg tablet one tablet oral every 6 hours for 2 days; start date (B)(6) 2010 zoloft 100 mg tab, one tablet oral every day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.